Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg). In the evaluation of oekg, the reported phenomenon such as a disappearance of the endoscopic image was duplicated. In addition, oekg checked the subject device and found the following. - there was a crack on the camera cable, so there is a possibility of the liquid entering the inside of the subject device. - the remote switch assigned for focus adjustment was broken. The exact cause of the reported event could not be conclusively determined, but based upon the information from oekg, there was the possibility that the reported phenomenon was attributed to the liquid entering from the crack on the camera cable. The exact cause of the crack of the camera cable also could not be conclusively determined, but there was possibility of inappropriate handling by the user. The instruction manual of the subject device states appropriate handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that at an unspecified timing in the facility using the subject device, the endoscopic image on the monitor disappeared. The facility did not provide other detailed information. Olympus czech republic customer service checked the subject device, and the video cable was damaged.